Event description:
A customer reported issues with the time settings on their device, noticing a discrepancy between the displayed and actual time greater than five minutes. There was no reported impact to the customer¿s blood glucose level as bgs did not exceed 500 mg/dl or drop below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised them to monitor the situation, urging them to follow up if the issue recurs.